Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n318301, implanted: (B)(6) 2012, product type screening device; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had stimulation in her back but there was a return of symptoms and loss of therapeutic effect. The implantable neurostimulator (ins) stopped providing patient pain relief 3-4 months prior. After implant, the stimulation was able to cover the pain. The night prior the patient was not able to alleviate her pain in the left side, which was the pain she had prior to the implant and the implant was to cover this pain. They wanted to schedule reprogramming with a manufacturing representative. It was noted that they did not have a pain healthcare provider (hcp) to make an appointment with. The patient pain had been gradually increasing for about a month, but they were not sure. The patient had been putting ice on her pain and using a transcutaneous electrical nerve stimulation (tens) unit. It was further reported that the problem started 8, 9 or 10 months ago. Her pain areas were different and had changed. The patient was feeling stimulation in her leg and foot but she needed stimulation in her lower back. They could not increase stimulation any further because she had hit her upper limit but the stimulation was not enough. The patient wanted the device taken out. The patient was meeting with a manufacturing representative and hcp 5 days later. The husband of the patient wanted to know if the programming could be changed. After the appointment, there was a 50% or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. It was also unknown if reprogramming was needed. A CT scan and x-ray were taken. It was noted that there was a sudden loss of therapeutic effect and a sudden loss of stimulation. The patient had not recovered, and the symptoms and issues were still ongoing. [(B)(4)].